Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such, the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.

Event description:
It was reported that, during an unspecified surgery, the tip of lens broke. It is unknown if the broken pieces fell inside of the patient. No surgical delay was stated. No patient injuries were reported.

Manufacturer narrative:
H3, h6: the device, which was used in a procedure, was returned for evaluation. The evaluation was performed by the supplier and could confirm the customer complaint for the tip of the lens was broken. A visual inspection was performed and showed the scope to have distal tip damage, a broken negative lens and broken lenses. This damage is caused by contact with another source. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. No further investigation is required.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip of lens was broken. No patient injuries were reported.